Event description:
Investigation result: name: novopen echo® red, batch number: kvg1j16. A visual examination of the returned product was performed. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The cartridge holder was not recived due to this it was not possible to perform a dose accuracy test. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. It was not possible to investigate the returned sample comprehensively. Since last submission, the case has been updated with the following. Investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 10-jul-2023: the suspected device novopen echo has been returned to novo nordisk for evaluation. The cartridge holder is not received, due to this it is not possible to perform a dose accuracy test. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. With available limited information on handling of devices, it is not possible to comment on the functionality of novopen echo and elucidate a clear root cause for the experienced adverse event of hyperglycaemia. H3 continued: evaluation summary. Name: novopen echo® red, batch number: kvg1j16. A visual examination of the returned product was performed. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The cartridge holder was not recived due to this it was not possible to perform a dose accuracy test. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. It was not possible to investigate the returned sample comprehensively.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugars have been 30+mmol/l [blood glucose increased]. Novopen (red, can do half units) wasn't pushing the insulin out [device failure]. Novopen broken [device breakage]. Case description: this serious spontaneous case from canada was reported by a consumer as "blood sugars have been 30+mmol/l (blood sugar increased)" with an unspecified onset date, "novopen (red, can do half units) was not pushing the insulin out (device failure)" with an unspecified onset date, "novopen broken (device breakage)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index was not reported. Medical history was not provided. Current condition: type 1 diabetes mellitus (duration not reported) . On unknown date, patient's blood sugars have been 30+ mmol/l for over 48 hours. Initially, patient attender was not able to find out the cause for hyperglycaemia. Later, it was identified that patient's novopen (red, can do half units) was not pushing the insulin out and it was broken. Batch numbers: novopen echo: kvg1j16 . The outcome for the event "blood sugars have been 30+mmol/l (blood sugar increased)" was unknown. The outcome for the event "novopen (red, can do half units) was not pushing the insulin out (device failure)" was unknown. The outcome for the event "novopen broken (device breakage)" was unknown.